Manufacturer narrative:
From the picture, it was observed a "torn package." No other defects were observed. Per DHR (device history record) the product et tube, cf,4.5, lot #01h1300308 was manufactured on 08/29/2013. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. From the picture it was observed a "torn package", the complaint can not be confirmed and a conclusive root cause can not be determined since the sample was not available. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the package is torn/broken. The alleged issue was detected during incoming inspection by (B)(4) distributor (imj). Quantity reported is two.